Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous proximal right coronary artery that is 90% stenosed. A 4.5mm xience skypoint stent was deployed and a 4.5x8mm nc trek balloon dilatation catheter (bdc) was advanced for post dilatation. The bdc ruptured at 12 atmospheres during the first inflation. Another non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.